Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, shuts down, which was not confirmed or reproduced during evaluation. Evaluation found the pump to operate as expected. After a "clean load point #2" message, if the on/off key is pressed, the unit will display pump is due for inspection message with a 30 second countdown to shut down or the option to press the ok key to shut down now. If the ok key is not pressed, the unit will automatically shut down after 30 seconds. Because the pump shut down requires user input, there was no pump malfunction. The pump was operating normally. The unit's preventative maintenance will be reset. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01097 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input in the intensive care unit. It was also reported there was no patient involvement.